Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested, and the following was obtained: was there any patient consequence or change in the post-operative care of the patient as a result of the event?there was no any patient consequence. Could you please clarify the statement you made regarding ¿the patient is currently stable.¿? Is the patient hospital stay typical for this procedure? Or was the patient's hospital stay extended? The patient already left from the hospital and no stay extended. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during the radical resection of esophageal carcinoma, after fired, noted that some staples formed with irregular shapes and anastomotic site was oozing. To stop oozing with suture. The patient is currently stable.

Manufacturer narrative:
(B)(4). Date sent: 07/17/2020; d4: batch # t5f00h. Device analysis: the analysis results found that the cdh25a device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present, indicating that the device achieved a full firing stroke. In addition, the washer was noted to have nicks; this damaged is consistent when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as no malformed was observed and the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.